Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to oversensed noise. Additionally, out of range shock impedance measurements were observed. X-rays were performed and it was confirmed the electrode had moved due to twiddler's syndrome. Boston scientific technical services (ts) discussed the device also appeared to have moved. Due to shock delivery under twiddled conditions, ts recommended replacing the device along with the electrode. An invasive procedure was performed and a new s-ICD system was successfully implanted. No additional adverse patient effects were reported.